Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous diagnostic cardiac procedure. The device was deployed successfully. The pt complained of pain in the right groin and leg. A few days later, the pt complained of an increase in pain in the right leg. A femoral angiogram revealed an occlusion at the right commmon femoral artery. The pt underwent surgical revascularization. The pt was reportedly recovering.